Event description:
It was reported that an alert/notification settings issue occurred occasionally between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).